Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was sent to the service center for evaluation. The defects reported by the customer has been verified and repaired using the measures listed in the "proof of repair". Functional test performed. Electrical safety test according to iec (B)(4) completed. Hipot test completed. Functional test according to test procedure completed. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed according to service manual. Unit modified according to guideline of manufacturer. Unit safety test ((B)(4)) performed according to manufacturer's final test procedure with reference accessories. The device has been repaired. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on april 15, 2015 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported that there was hand piece failure. There was no patient consequence. Response received (B)(6) 2018 : the issue is detected since (B)(6) 2018. Other request information can¿t be inquired since there¿s no response from the team.